Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post implant there was t-wave oversensing. The device was re-programmed. The device and lead remain in use. No patient complications have been reported as a result of this event.